Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a fairly large crack on the top left hand corner of the display screen, which extended to the back of the device. The customer could not recall if the device had been dropped or bumped. The customer's blood glucose was 8.2 mmol/l. The customer was advised to disconnect from the device and to revert to a backup plan. Nothing further was reported.